Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 445 mg/dl, 123 mg/dl, and 126 mg/dl when all tests were performed within 10 minutes on the compact system. Reporter alleged at another time, another result of 350 mg/dl was obtained back to back within 10 minutes of a 52 mg/dl result on the same system. Reporter stated that after the 52 mg/dl result was obtained, she self-treated with candy. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.